Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that screen not functioning properly. A technical support specialist conducted a remote session and discovered that the screen was not frozen. A soft reboot was performed to rectify the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that pyxis ciisafe system station experienced an unresponsive screen. During the compounding function and repackaging process, the screen unexpectedly went black, rendering it non-functional. A customer reported that the user was unable to access the medication and suggested having keys available to manually unlock the drawer. There were no adverse events or injuries reported based on this event.